Event description:
A caller reported a malfunction on a pump, but no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The malfunction code, identified as malf 12, was resettable, and the customer had not previously attempted a reset for this issue within the past 24 hours. Technical support provided guidance on resetting the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to contact support if the malfunction reoccurs, which they understood and acknowledged.